Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The gib pcb assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a patient injury or death associated with this event.